Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 1300 mg/dl with ketones that were identified as dangerous by a healthcare provider. Suspected cause was due to the customer¿s basal rate requiring adjustments. The customer went to the hospital where the staff administered insulin to treat the elevated bg. Customer updated their pump settings to address the event.